Event description:
On september 22, 2010, a customer reported a complaint regarding a clearlink continu-flo set, lot # unknown, product code 2c8931. The customer reported the set was difficult to secure to the manifold portion of the tubing, which caused a leak while in use ni the operating room. It is unknown when this incident occurred. If is also unknown if there was any patient injury or medical intervention associated with this report. Actual samples are not available but companion samples are available for evaluation. No additional information was available.

Manufacturer narrative:
Per the customer, the actual samples are not available but companion samples are available for evaluation. Samples have not yet been received by baxter. A follow-up report will be filed if the sample is returned and evaluated or if any additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A customer did not send in an actual nor companion sample for evaluation; however a similar product with a different lot number was sent in for evaluation. During the visual inspection the reported condition was confirmed since one unit had a separated condition between the stopcock with male luer lock and the winged female luer lock adapter. The cause of this condition is unknown; however it was most probably caused by a luer disconnection. Since this junction is manually assembled the unit was re-assembled. The functional test and pressure test at 8psi was performed with results that were satisfactory. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.